Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the one of two flexiva ID 200 laser fibers used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID 200 laser fibers were opened for use for a left ureteroscopy with laser procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, the laser fibers were noted to be fractured and broken. The procedure was completed with a third flexiva ID 200 laser fiber. There was no serious injury nor adverse patient effects a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.